Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted with resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.